Event description:
Suture fraying. Customer reports that sutures were fraying during an abdominal aortic aneurysm procedure. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9730164-00

Manufacturer narrative:
Samples of the returned product were tested for needle pull off and the results were above the usp and ethicon requirements. Some of the strands tested were noted to exhibit suture clip-off which resulted in fraying of the sutures. An investigation was conducted. A batch record review has been conducted and revealed that the batch met requirements. An associate awareness training session was conducted as corrective action.